Manufacturer narrative:
The unit was received with intermittent button response due to light moisture damage to the keypad traces. No button error alarms were noted. The following physical damage was found: cracked casing at the display window corners, cracked battery tube threads, and minor scratches on the lcd window. (B)(4).

Event description:
It was reported via phone call that the insulin pump alarmed button error. The patient's blood glucose at the time of incident was 108 mg/dl. The caller did not recall any significant events leading to the button error alarm. The insulin pump was returned for analysis.